Event description:
It was reported that a pt had a loss of therapeutic effect during a six month period. The pt was diagnosed with a severe urinary tract infection. The urinary tract infection was treated and her device stopped working. Further info is being requested from the hcp.